Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
On (B)(6) 2015, a patient reported via their health care provider (hcp) that their device for spinal cord stimulation (scs) did not work and had been removed. The patient wanted a magnetic resonance imaging (MRI) scan to see if they could put in another device. No patient symptoms were reported, and the indication for use was multiple back operations. A response from the hcp was received on (B)(6) 2015 which stated that the patient had not been seen since 2005. A supplemental report will be submitted if additional information is received.